Manufacturer narrative:
On (B)(6) 2016. A tandem clinical diabetes specialist (cds) reported that the customer had disconnected from the pump for a few days and was using insulin injections to manage diabetes. The cds provided the customer a different type of infusion set to use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during bolus delivery the customer received multiple occlusion alarms and a cartridge 25 alarm. The customer's blood glucose level ranged from 109 to 206 mg/dl. The alarm 25 was resolved after the cartridge was reloaded. To determine a possible cause of the occlusions, a pump system check was performed using the current supplies. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded and insulin delivery was resumed.